Event description:
It was reported that a cartridge alarm occurred with consecutive cartridges during the load sequence. There was no adverse impact to the customer¿s blood glucose level. Ultimately, the customer reverted to an alternate pump for insulin therapy.